Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. However, it could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab passed. The following parts will be replaced as a precaution: the embedded serializer for master base (esmb) printed circuit assembly (pca), and the main wire harness. The customer complaint error 25596 occurred during procedure was confirmed based on the field error logs, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, error 25596 occurred during procedure. The technical support engineer (tse) reviewed the logs and confirmed error 25596 pointing to right master tool manipulator (mtmr) remote arm controller (rac2) again on surgeon side console (ssc) (sn (B)(6)) accompanied with error 30 pointing to embedded serialized master board (esmbr) board in mtmr. The site already plugged the faulty ssc off to move on with procedure with a spare ssc by system (B)(6) and as such, no troubleshoot was possible. The site will finish the procedure with a spare ssc (sn (B)(6)). The procedure was converted to another dv with no reported injury.